Manufacturer narrative:
Date of report : 03jan19. Date rec¿d by MFR: 28dec18. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. (B)(4). A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen had malfunctioned. The reaction positions of the touchscreen deviate from the correct positions. Calibration was performed but the phenomenon was not corrected. There was no patient involvement. The event date was not specified; estimate used.